Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04340. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced stress incontinence. (B)(4).

Event description:
It was reported that following insertion the patient experienced stress incontinence.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia and neuromuscular problems. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.